Event description:
The manufacturer received information alleging a ventilator's touchscreen is not working and the screen is blank. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.